Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test but was resolved when the customer installed a new battery. The customer also indicated that the pump alarmed unexpected restart and that they had high blood glucose. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to monitor the pump and call is issues persist.